Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm while priming the insulin pump and that the customer's insulin pump was cracked at the reservoir compartment. The customer's blood glucose was 117 mg/dl. Troubleshooting was done. The customer did not recall any significant events prior to the alarm. The customer was able to complete the rewind sequence, but the process took 10 minutes. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer was also recently hospitalized, unrelated to the insulin pump, for high blood glucose of 800 mg/dl. The customer mentioned another hospitalization a few years prior due to high blood glucose levels. The customer stated that the cause was not the insulin pump. The customer further mentioned receiving calibration error alerts. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, a cracked reservoir tube, and a cracked reservoir tube window.